Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received from a boston scientific field representative noted that it was not possible add a pace/sense lead as the existing lead was a df4. It was noted that a revision took place and a new lead was implanted. The existing lead remains implanted as well as the device. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
Boston scientific received information that during a follow up and review of stored episodes of oversensing was seen on the ventricular channel when the patient was in atrial fibrillation. The oversensing resulted in syncope due to pacing inhibition and one inappropriate shock. During the follow up no oversensensing was reported. A review of the right ventricular lead is pending as well as possible reprogramming. At this time the system remains implanted. A review by boston scientific technical services (ts) confirmed the reported asystole for > 2 seconds on the rv lead. Also noted that there was some artifacts on the rv shock electrocardiogram, possible artifacts could have been present since the implant. Ts discussed repositioning the rv lead or adding a pace/sense portion. At this time the system remains implanted.